Event description:
It was reported that the cc4204bf collamer single piece lens got stuck in the cartridge. No patient injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
MFR report# is incorrect. The correct# is 2023826-2013-00101.